Event description:
An alarm was reported, identified as alarm 2 followed by alarm 26, stemming from an occlusion event that occurred earlier in the day. Customer¿s blood glucose level did not exceed 500 mg/dl, ensuring no adverse impact. Customer resolved the issue by changing the soft cannula infusion set and cartridge, then resumed insulin. Technical support determined that additional assistance was unnecessary and decided to close the case.